Event description:
Boston scientific received information that this right ventricular lead displayed high thresholds and loss of capture a few days post implant. A lead dislodgment was confirmed and the lead was repositioned successfully. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.